Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that there was a damage drive feature due to striped hex. Another implant was placed during the same procedure.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite® tapered certain® implant 3.25 x 10mm (item # xifnt3210) was returned for investigation. Visual inspection of the returned product identified significant damage and deformation to the entirety of the implant's body, likely resulting from the removal process. There was noticeable wear around the internal hex feature. However, the deformation of the implant, resulting from the tooling damage that compressed it, was too extensive for functional testing to recreate the reported event. Pre-existing conditions do not apply to this particular failure mode. The reported device was not placed due to the reported event. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that there was a damage drive feature due to striped hex. The reported event could not be verified since the product was returned with too much damage to accurately assess the reported malfunction. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report . D4: expiration date, UDI . G4: date received by manufacturer . G7: type of report, follow-up number. H2: follow up type . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes . H10: additional narrative.

Event description:
No further event information is available at the time of this report.